Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the power will not turn on the flex pc after a cold reboot. To resolve the issue, fse replaced the flexvision pc and returned it to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis. However, after replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting and stuck at zero. Reboot did not resolve the issue. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the flexvision pc was faulty. The field service engineer inspected the system onsite and replaced the flexvision pc. The device was returned to use in good working order after the part was replaced.